Event description:
It was reported that during a scheduled filter retrieval, imaging identified a filter arm had fractured and was free floating in the vena cava. Reportedly, the physician removed the filter arm and then successfully retrieved the filter using a recovery cone without complications. There was no injury to the patient and the patient was discharged without complication. Reportedly, the filter had been implanted for 854 days due to multiple trauma.

Manufacturer narrative:
Device history records could not be reviewed as the lot number was unknown. The explanted filter was returned for evaluation. One detached filter arm was returned along with the filter and was approximately 3cm in length. All dimensional measurements taken were within specification. The device evaluation was confirmed for one detached filter arm. The event root cause is unknown. The current IFU (instructions for use) states: warnings: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture; however, have been reported without any adverse effect.